Event description:
"Sales rep call in. This hospital has a unit that it was on a patient, and the screen went blank. The problem was reported in 2006 and they claim nobody call them back. Rep gave me a phone number to call biomed, I called biomed and this is the information he gave me. Unit was on a patient, the screen had dashes on the top of it and the rest of it was blank. No information. Unit was turned off, and removed from the patient. Another ventilator was installed on the patient. Customer claims the patient died 2 hours later. Biomed was told that the patient was very sick and they do not believe the death was ventilator related. A service call is going to be dispatched and have field service order a front panel for this unit. It is ok with sales to send field service out there and repair this unit." A letter was sent to the user facility requesting additional information concerning the reported event and they responded with the following information. "Lcd screen displayed only faint grid lines + light blue background with no vent settings displayed, no waveflow & no ventilations were occurring. Pt desaturated & required resuscitation. No alarm occurred - no rise of chest - no ventilation at all being provided. Pt initially responded to resuscitation but expired approx 2 hours later. Screens returned after pt was removed from vent. Placed on another ventilator & required continued ventilator support until her subsequent death."

Manufacturer narrative:
The device has been received into our manufacturing facility and is currently undergoing evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted with the results.